Manufacturer narrative:
Corrected data: the patient was referred for generator revision surgery which is an intervention and therefore the report should have been reported as a serious injury not a malfunction.

Event description:
It was reported that the patient presented to the physician's office the week prior with increased seizure activity. Clinic notes dated (B)(6) 2014 note that the patient's mother is concerned that the patient is having more myoclonic and more frequent seizures. It was noted that the patient has more seizure activity at night. The notes indicate that the patient would be called to come back the following week for vns check. The patient was seen in the office at which time the generator was unable to be interrogated. The physician attributed it to the generator battery being depleted and referred the patient for generator replacement. No surgical intervention has been performed to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent a generator replacement on (B)(6) 2014 due to being unable to interrogate due to battery depletion. The patient¿s replacement generator was able to be successfully interrogated with the same programming system that was not able to interrogate the explanted generator. The explanted generator was returned for product analysis on (B)(4) 2014. Product analysis was completed on the explanted generator. The end of service allegation was confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported ¿failure to program¿ allegation was duplicated in the pa lab and determined to be the result of normal battery depletion. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.